Event description:
It was reported that the leads were unable to be placed in stable common veins. The leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed).